Manufacturer narrative:
MFR# 3002809144-2023-00339-00. Submitted for sid (B)(6) that generated nonreactive anti-hcv result when using reagent lot 43481be00. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false nonreactive alinity I anti-hcv results for a 38-year-old adult patient that is hiv positive. Since (B)(6) 2022, several samples have been drawn and tested for anti-hcv and all have generated nonreactive results. However, at the same time viral load testing and hcv ag testing had been run at another lab and generated positive results for both tests. The patient had undergone treatment and obtained an undetectable viral load, and the anti-hcv serology testing continues to be negative. The customer provided 2 sids for the patient: on (B)(6) 2022, sid (B)(6) was processed on the alinity using reagent lot 43481be00 and generated a nonreactive result of 0.12 s/co and a viral load of 500000 iu/ml. Internal qcs okay. On (B)(6) 2023, sid (B)(6) was processed on the alinity using reagent lot 46438be00 and generated a nonreactive result of 0.13 s/co and a viral load of 3976000 ui/ml. Internal qcs were okay. There was no impact to patient management reported.

Event description:
The customer reported a false nonreactive alinity I anti-hcv results for a 38-year-old adult patient that is hiv positive. Since september 2022, several samples have been drawn and tested for anti-hcv and all have generated nonreactive results. However, at the same time viral load testing and hcv ag testing had been run at another lab and generated positive results for both tests. The patient had undergone treatment and obtained an undetectable viral load, and the anti-hcv serology testing continues to be negative. The customer provided 2 sids for the patient: on (B)(6) 2022, sid (B)(6) was processed on the alinity using reagent lot 43481be00 and generated a nonreactive result of 0.12 s/co and a viral load of 500000 iu/ml. Internal qcs okay. On (B)(6) 2023, sid (B)(6) was processed on the alinity using reagent lot 46438be00 and generated a nonreactive result of 0.13 s/co and a viral load of 3976000 ui/ml. Internal qcs were okay. There was no impact to patient management reported.

Manufacturer narrative:
Section g1 contact information was updated to reflect the current contact (B)(6). This report is being filed on an international product, list number 08p06 that has a similar product distributed in the us, list number 08p05. The complaint investigation for false nonreactive alinity I anti-hcv results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, return sample analysis, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lots perform as expected for this product. A review of tracking and trending did not identify any related trends for the product for the issue. A review of the device history record was performed and did not identify any non-conformances or deviations associated with the lot number and complaint issue. Labeling was reviewed and adequately addresses the complaint issue. Retained kits of the complaint lot 46438be00 was calibrated on one instrument and one replicate of each control were tested. The calibration passed and the controls were well within the specifications. The return sample (sid 2241780) was tested with the complaint lot and a non-reactive result (0.10 s/co) was obtained. Thus, customer´s observation could be repeated. Further supplemental testing (innolia hcv score and mikrogen recomline hcv igg) was performed. No bands were detected with innolia hcv score. The interpretation is negative. Mikrogen recomline hcv igg detected one band (helicase). The interpretation is borderline. None of the hepatitis c antibody tests showed a reactive result for the sample in question. However, since discrepant hepatitis c antibody results were obtained the final interpretation is inconclusive. In-house testing of a retained reagent kit of the complaint lot 46438be00 was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Testing included two commercially available seroconversion panels. The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix, since architect anti-hcv and alinity I anti-hcv assays are equivalent. The complaint lot 46438be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels in comparison to historical data provided by zeptometrix. Based on the investigation, no systemic issue or product deficiency for the alinity I anti-hcv reagent lot 46438be00 was identified.corrected device mfg date from 1/6/2023 to 1/4/2023.